Event description:
Complainant alleged that during a routine shift check by a clinician, the device not have pacer output when using a simulator. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was put through extensive testing which included exposure to extreme hot/cold temperatures and vibration testing the reported malfunction could not be duplicated.